Event description:
The subject was admitted with an acute cva. Mechanical thrombolysis of the basilar artery was attempted using the enterprise stent. The stent was re-sheathed and removed from the artery and not placed. Mechanical clot dispersal was unsuccessful. The enterprise device had performed as expected and did not malfunction. Unfortunately, the subject sustained injury to the brainstem and declining neuro function. MRI one day post procedure demonstrated multiple areas of restricted diffusion suggestive of posterior circulation infarcts and many of these areas showed evidence of hemorrhagic transformation and contrast enhancement suggesting breakdown of the blood brain barrier. There was extensive swelling of the brainstem with herniation. The family removed subject from life support and the subject expired the following day.

Manufacturer narrative:
Note: the facility lot number 01412282 is cordis lot number 13471645. Per facility report: cordis neurovascular reported no product is expected to be returned to the facility for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, the facility is unable to determine the exact cause for this incident. The facility did review the device history records relative to the manufacturing, inspecting and packaging of lot 01412282. This packaging lot contained 48 units, which were shipped from the facility in 2009. The history records indicate this product was final inspection tested at the facility and was determined to be acceptable. Additional info will be submitted within 30 days of receipt.